Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported was reported that no insulin was observed during the fill tubing process. It was also reported that the customer experienced an elevated blood glucose (bg) level of 408 (mg/dl) and small ketones. A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, it was noted that the luer lock connection was leaking. The luer lock was tightened and insulin was observed exiting the tubing. The load process was completed successfully.